Event description:
Additional information received indicated that there was no delay in the procedure. The pump was rebooted. Per clinical review: the pump had local display issues and later pump icon disappeared from the central control monitor (ccm). After some troubleshooting, the roller pump stopped. They attempted to re-start the pump without success, so they next disconnected the power cable from the back of this specific roller pump and then re-connected the cable to re-boot the pump. The pump did re-start, and they finished the case with this pump. The case was completed successfully, without delay and without associated blood loss. There was no harm.

Manufacturer narrative:
The reported complaint was not verifiable. Diligence for part return and additional information was unsuccessful. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). The pump icon appeared after the customer turned on and off the power source but after a period of time, it disappeared again. They tried to turn on power source again, the icon appeared but the pump stopped.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, there was abnormal operation of the small roller pump. The display of the pump disappeared and the pump icon disappeared from the central control monitor (ccm). The surgical procedure was completed successfully. The customer is using a back-up pump. There was no blood loss or adverse consequences to the patient.